Manufacturer narrative:
B3: additional information was received regarding the event date. D3: correction

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/detached. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing revealed a defective latch sensor. The dso seal and latch sensor were both replaced.

Event description:
Device evaluation revealed a damaged/detached downstream occlusion seal. There was no patient involvement.